Event description:
A report was received that the patient was having difficulty charging the ipg. The physician confirmed that the patient's battery had flipped. The patient will undergo a revision.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician confirmed that the patient's battery had flipped. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent pocket revision wherein the ipg was anchored down after it became loose in the pocket. The physician believed that the event was not device related. The patient was doing well following the procedure.